Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (20mg/ml at 3mg) via an implantable pump for non-malignant pain. It was reported that during a routine procedure, the healthcare provider (hcp) noticed the catheter may be coiled and may have migrated. No factors have led to the issue. A catheter dye study was performed. Catheter was revised after confirming it had migrated from original intrathecal placement. The issue was resolved, the patient status was alive no injury.